Event description:
Patient was revised to address approximate cobalt level of 12ppb and approximate chromium level of 7ppb and pain.

Manufacturer narrative:
The devices associated with this report were not returned. Device history record review was performed for both product/lot combinations associated with this report. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Added: age, exp. Date.

Event description:
Ppf has no new allegations reported. After review of medical records, operative procedure noted, there appeared to be some fluid within the trochanteric bursa that has a yellowish appearance with typical foreign body type reaction. There were no evidence of infection. The components removed appeared to be stable. MRI scan did not show definite evidence of pseudotumor and radiographs did not show evidence of loosening of the components.